Manufacturer narrative:
Possible use errors: overfilling the cartridge bag. Per tandem¿s t:flex user guide: "the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ pump serial numbers: (B)(4). Cartridge lot number: m111345.

Event description:
Quarterly summary report for alleged cartridge leaking: it was reported that the cartridge was leaking insulin or insulin was observed on or around the pump. Issue was resolved by loading a new cartridge or continuing to use the same cartridge. There was no adverse impact to the user.